Manufacturer narrative:
Concomitant products: addr01 nwb339417h implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a potential false outlier lead impedance. It was also reported that the right atrial (ra) lead exhibited a polarity switch to unipolar and short circuit paces. Both the ipg and the ra lead remain in use. Additional information received that reprogramming back to bipolar was completed. No patient complications have been reported as a result of this event.